Event description:
It was reported that the patient presented to the emergency room. Upon review, the right ventricular (rv) lead exhibited loss of capture and high capture threshold. Programming changes were made. The patient's condition was stable.